Manufacturer narrative:
The returned valve was patent. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore, the conditions of this complaint could not be verified by laboratory personnel. The valve met the requirements for reflux, pressure-flow, pre-implantation, and leak testing. All valves are 100% tested at the time of manufacture.

Event description:
It was reported that a surgeon explanted a shunt due to it wouldn't stay programmed at the desired setting.